Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer became aware of an allegation that a dreamstation auto CPAP, jp device, alleging that the coating of the power cord on the outlet side was torn and the conducting wires inside were exposed. The user reported there was no damage to the surroundings. There was no report of patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.